Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the svc coil was reprogrammed off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had an alert triggered for high/undefined superior vena cava (svc) coil impedance and variable svc impedance. The lead is still in use. No patient complications have been reported as a result of this event.